Event description:
It was reported that during a percutaneous transluminal coronary (pci) procedure, the imaging catheter became caught in a placed stent. The lesion was located in the moderately tortuous distal portion of the proximal left circumflex (lcx) and distal lcx. A 6fr mach1 fl4 guide catheter was engaged, a non-bsc guide wire crossed the lesion and then the lesion was pre-dilated with a 2.5x15mm non-bsc balloon catheter. Two overlapping non-bsc stents were implanted (2.5x28mm in the distal lesion and 3.0x8mm in the proximal lesion). Post-dilatation was not performed for these stents. Post-interventional ultrasound (ivus) was performed with the atlantis sr pro2 imaging catheter and resistance was felt during use. Upon withdrawal of the imaging catheter, the guide wire exit port on the imaging catheter became stuck with the distal edge of the 2.5x28mm non-bsc stent. The imaging core from the imaging catheter was removed, a 0.025 non-bsc guide wire was inserted into the sheath and the proximal portion of the sheath was cut off. The guide wire came away from the sheath. An 8fr mach3 fl4 sh guide catheter was engaged from the lower body side and a non-bsc guide wire was advanced to the stuck location. The physician was unsuccessful in releasing the imaging catheter using a 1.25mm non-bsc balloon catheter. The patient was transferred to another facility to surgically retrieve the imaging catheter. During surgery the physician found the distal stent strut of the non-bsc stent had become lifted up. The imaging catheter was successfully removed from the patient. The patient's current condition is fine.

Event description:
It was reported that during a percutaneous transluminal coronary (pci) procedure, the imaging catheter became caught in a placed stent. The lesion was located in the moderately tortuous distal portion of the proximal left circumflex (lcx) and distal lcx. A 6fr mach1 fl4 guide catheter was engaged, a non-bsc guide wire crossed the lesion and then the lesion was pre-dilated with a 2.5x15mm non-bsc balloon catheter. Two overlapping non-bsc stents were implanted (2.5x28mm in the distal lesion and 3.0x8mm in the proximal lesion). Post-dilatation was not performed for these stents. Post-interventional ultrasound (ivus) was performed with the atlantis sr pro2 imaging catheter and resistance was felt during use. Upon withdrawal of the imaging catheter, the guide wire exit port on the imaging catheter became stuck with the distal edge of the 2.5x28mm non-bsc stent. The imaging core from the imaging catheter was removed, a 0.025" non-bsc guide wire was inserted into the sheath and the proximal portion of the sheath was cut off. The guide wire came away from the sheath. An 8fr mach3 fl4 sh guide catheter was engaged from the lower body side and a non-bsc guide wire was advanced to the stuck location. The physician was unsuccessful in releasing the imaging catheter using a 1.25mm non-bsc balloon catheter. The patient was transferred to another facility to surgically retrieve the imaging catheter. During surgery the physician found the distal stent strut of the non-bsc stent had become lifted up. The imaging catheter was successfully removed from the patient. The patient's current condition is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: it is indicated that the device will not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Corrected device evaluated by MFR. From a ship history was performed to determine possible lots for the catheter used in this procedure. The manufacturing batch record reviews performed on the potential lots confirmed that the devices met all material, assembly and performance specifications to the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary (pci) procedure, the imaging catheter became caught in a placed stent. The lesion was located in the moderately tortuous distal portion of the proximal left circumflex (lcx) and distal lcx. A 6fr mach1 fl4 guide catheter was engaged, a non-bsc guide wire crossed the lesion and then the lesion was pre-dilated with a 2.5x15mm non-bsc balloon catheter. Two overlapping non-bsc stents were implanted (2.5x28mm in the distal lesion and 3.0x8mm in the proximal lesion). Post-dilatation was not performed for these stents. Post-interventional ultrasound (ivus) was performed with the atlantis sr pro2 imaging catheter and resistance was felt during use. Upon withdrawal of the imaging catheter, the guide wire exit port on the imaging catheter became stuck with the distal edge of the 2.5x28mm non-bsc stent. The imaging core from the imaging catheter was removed, a 0.025¿ non-bsc guide wire was inserted into the sheath and the proximal portion of the sheath was cut off. The guide wire came away from the sheath. An 8fr mach3 fl4 sh guide catheter was engaged from the lower body side and a non-bsc guide wire was advanced to the stuck location. The physician was unsuccessful in releasing the imaging catheter using a 1.25mm non-bsc balloon catheter. The patient was transferred to another facility to surgically retrieve the imaging catheter. During surgery the physician found the distal stent strut of the non-bsc stent had become lifted up. The imaging catheter was successfully removed from the patient. The patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed only the sheath of the imaging catheter was returned. Two pieces measuring 89.5 cm of what appears to be an atlantis sr pro2 catheter was returned. The returned imaging catheter was missing approximately 82.0 cm which includes the hub, telescope, imaging core and a portion of the sheath assembly. The returned imaging catheter distal tip measuring 8.0cm long appeared to have been cut with a blade at the proximal end. The guide wire exit port appeared lifted 1.0mm, the distal portion of the distal tip appeared to have been smashed and the returned imaging catheter sheath assembly/imaging window measuring 81.5 cm long (26.6 cm is imaging window) appeared stretched and broken at proximal and distal end. An 81.5 cm portion of the guide wire is still inside the piece of the sheath/imaging window. Full image characterization testing cannot be performed based on the returned condition of the catheter. A ship history was performed to determine possible lots for the catheter used in this procedure. The manufacturing batch record reviews performed on the potential lots confirmed that the devices met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).